Event description:
Another country's facility reported that a patient was receiving an infusion of fentanyl citrate 30ml, saline 20ml and droperidol 1ml via a basal/bolus infusor which reportedly over-infused resulting in respiratory depression. The infusor was removed from the patient and the patient recovered. The actual flow rate was 51ml/24hr. The total fill volume was 51ml. The medication was to have infused over four days but actually finished in one day. Patient control module (pcm) was connected but was not used. The facility was not sure if the shipping tab was removed before using. Per the direction insert supplied with the product, the "pcm shipping" tab must be removed prior to connecting the device to the patient. Failure to remove the shipping tab will cause a continuous infusion to occur.

Manufacturer narrative:
Part of the sample was available, and has been returned to the analysis lab for evaluation.